Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by nausea. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was being treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis event. The recovery status of the patient was not reported. Dianeal therapy was ongoing. Additional information is not available at this time.